Manufacturer narrative:
A baxter technician inspected the sling and confirmed that the harness was torn but was unable to determine what caused the tear. Per the customer, the incident occurred during a patient transfer and when the strap was put under tension, it broke. It was additionally confirmed that there was no patient fall or injury as a result. The customer was sent a replacement sling. Liko comfortsling plus provides a comfortable sitting position and adapts to suit the patient and no individual adjustments are required. Comfortsling plus provides the patient with good back and head support (mod. 350). Comfortsling plus is gentle to apply since the patient is in a supine position during the application and the sling remains in the chair after the transfer. Comfortsling plus is suitable for patients who are especially sensitive due to muscle or joint pain. The instructions for use for comfort sling plus 350 ((B)(4) rev # 8) states under care and maintenance: "inspect the sling before each use. Inspect the following points with regard to wear and damage: ¿ fabric ¿ straps ¿ seams ¿ loops do not use damaged lifting accessories." Although there was no injury reported, if the sling were to tear during patient use it could lead to a serious injury or death therefore, baxter is reporting this event.

Event description:
The customer alleged the lift¿s harness was torn. There was no patient involvement reported. This report was filed in our complaint handling system as (B)(4).